Event description:
It was reported that during the procedure, this right ventricular (rv) lead required multiple delivery attempts. This lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).